Event description:
On (B)(6) 2012, the patient contacted animas per hcp's advise to have pump investigated due to a low blood glucose (bg) excursion that occurred on (B)(6) 2012. The patient reported that on (B)(6) 2012 at approximately 7:30am she began to have seizures which lasted 6-8 minutes. Emergency services was contacted and at their arrival they tested the patient's bg and obtained a reading of 37 mg/dl. The patient believes she was treated with glucagon. The patient informed customer support that she was not coherent at the time and further claimed that she denied to be taken to the hospital. The patient reported that her bg was greater than 75 mg/dl when emergency services left. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and the advanced featured were programmed as intended. Review of pump history (prime, bolus, tdd and alarm) did not reveal any outliers or anything abnormal. Review of bolus history showed patient's last bolus was at 12pm on the previous day (12pm). Animas customer support noted there appeared to be no inadvertent infusing or cause for the low bg. At the time of the call, the patient informed customer support that she had lost 20 pounds since (B)(6) 2012 and had increased her activity. She further mentioned that her advanced settings had not been changed since changes to weight and activity level. The patient was advised to contact her hcp to discuss pump settings along with recent weight loss and change in activity. Customer support advised the patient that review of pump did not reveal a malfunction of the device. Although, troubleshooting did not reveal a malfunction of the device, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no data available from the time of the reported incident due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.